Event description:
Same case as MDR ID: 2134265-2014-02417. It was reported that a sheath ruptured. A 1.50mm rotalink plus was selected to treat the target lesion. During use, it was noted there was a rupture of the sheath. The same issue occurred with a second 1.50mm rotalink plus device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. A tug test was attempted to examine the integrity of the connection. No issues were noted. The complaint unit was attempted to be wet tested. Upon inspection it was noted there was a tear in the sheath around the distal coil and that saline was not reaching the end of the sheath but was being expelled through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02417. It was reported that a sheath ruptured. A 1.50mm rotalink plus was selected to treat the target lesion. During use, it was noted there was a rupture of the sheath. The same issue occurred with a second 1.50mm rotalink plus device. No patient complications were reported.